Event description:
The customer reported that after pipetting an antibody screening plate on summit it was observed that no sample was delivered to wells in row h of microwell plate. No error was generated. No death or serious injury was associated with this incident.